Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions and patient selection. It should be noted that an angiogram was not taken. The instructions for use (IFU) directs the user to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. Furthermore, the reported use of starclose device in a calcified artery is not consistent with the IFU. A review of the finished product lot history record did not reveal any nonconforming material records for this lot related to this complaint. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. However, deviating from the IFU may have played a role in this event.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a mildly calcified common femoral artery after a diagnostic procedure. Reportedly, after the vessel locator wings were deployed, the physician was unsure of correct contact with the vessel wall. Resistance was encountered while advancing the thumb advancer and it was not fully advanced. The safety release button was used to collapse the vessel locator wings and the device was removed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.